Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm episodes revealed artifacts on the atrial and rv channel, which led to the reported oversensing. The provided x-ray images were analyzed. The leads showed an increased level of slack and multiple bending points in the implanted state. An interaction between leads and generator housing cannot be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the reported oversensing. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the devices become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing was noted on the ventricular lead and the atrial lead approx. 153 months after the implantation. Both leads were capped and new leads were implanted.